Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose levels were not included in the report. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No motor error alarms could be confirmed due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).